Manufacturer narrative:
Continuation of d10: product ID evfxplus-29, serial: (B)(6); product type: 0195-heart valves; implant date: na; explant date. Na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a kink was observed in the delivery catheter system (dcs), along with a misload. The identified issue was a frame node overlap extending to the 4th node. Subsequently, the guidewire was unable to advance over the dcs. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted a 10 minute procedural delay occurred in result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device with a valve loaded within the capsule at medtronic¿s quality laboratory, visual analysis showed the handle and capsule partially opened. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. The inner member appeared slightly flattened at the distal end of the inner member. An in-house 0.035-inch guidewire was back loaded with no resistance noted. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. No other deformation evident to the remainder of the device. The reported misload could be confirmed through analysis. The reported kink could be confirmed through analysis. The reported event of interaction issues with the guide wire could not be confirmed through analysis. Updated: h3, h6. Corrected: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a kink was observed in the delivery catheter system (dcs), along with a misload. The identified issue was a frame node overlap extending to the 4th node. Subsequently, the guidewire was unable to advance over the dcs. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted a 10 minute procedural delay occurred in result of the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the misload was observed visually, tactically, and fluoroscopically.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.